Event description:
It was reported that there was particulate matter (pm) in the tubing of an amia automated pd cycler set. The pm was further described as a bug in the tubing. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation dry in unused condition with the original caps attached to the connectors. A visual inspection with the naked eye noted an imbedded partially encapsulated particulate matter inside the blue clamp supply line tubing. The particulate was round, hard and black in color. The reported condition was verified. The cause of the condition was intrinsic to the manufacturing process. The particulate matter (gel) was determined to be a pin build up of plastic material broken off during the extrusion process and embedded inside the tubing wall. A batch review was conducted on the two suspect lot numbers and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.